Event description:
Event description guidant received information that this transvenous implantable lead exhibited intermittent loss of capture in the right ventricle. The lead was repositioned, however, loss of capture was still observed. The lead was therefore explanted. A new lead was implanted and stable capture was obtained at 1 volt at 0.5ms. The lead has been returned for analysis.